Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 7.8 mmol/l at the time of the incident. Customer was able to clear the alarm and able to rewind the insulin pump. Customer was assisted with self test and self test failed. Customer stated they are unsure if they pressed a button down for 3 minutes or longer. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. No unexpected pump error 63 alarms or pump error 4 alarms noted during testing however, pump error 63 alarm (variable 3) and pump error 4 alarm are confirmed in the downloaded history file due to broken pin trace on the keypad assembly. No damage or moisture damage on keypad assembly.